Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt had developed a hematoma postoperative. The physician explanted the lead, but left the ipg implanted; explant date is currently unknown. It was reported, the pt was admitted to the hospital for pain control and will follow up with her physician in three months. No further info is available at this time.